Event description:
A patient underwent evar on (B)(6) 2015. The top cap became stuck in the sheath and dislocated from the grey introducer. Patient was unharmed. Incident happened when removing the main body introducer. Additional information has been requested but not yet provided. Patient not harmed, further information requested.

Manufacturer narrative:
(B)(4). The event is currently under investigation.